Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "check sensor" message and was unable to obtain readings via sensor scan. As a result, customer experienced symptoms described as "tilting on the lips" and a loss of consciousness. Customer was unable to self-treat and was treated with a glass of cola by his wife. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.